Event description:
It was reported that the pt presented with back pain one day post filter placement. Imaging demonstrated that at least two of the filter limbs appeared to be perforating the cava wall and was adjacent to, or into the duodenum. The filter was successfully removed and a competitor's filter was implanted. The pt is reported to be asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The sample will be retained by the user facility. Therefore, an evaluation could not be performed. The investigation is currently underway.